Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to a bacterial infection. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient has recovered from the event and pd therapy was withdrawn. No additional information could be provided as the reporter declined follow-up.

Manufacturer narrative:
The event was reported to have occurred on an unreported date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.